Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had displayed no image. The issue was found during inspection for use. There were no reports of patient involvement. The customer contacted olympus technical assistance support (tac) via phone, and troubleshooting was performed. The customer reported that they were not able to obtain an image using the cv-190 connected to the oev-262 monitor. It was found that video was being sent to the oev-262 monitor on the boom and to the lmd-2451 on the cart. It was also found that the cv-190 sdi 1 video output was connected to the wall, routing to the oev-262h boom monitor, and the sdi 2 video output was connected to the provation computer, which was currently down. The customer stated that the lmd-2451 did not display an image and was instructed to select the composite input using the button on the top left of the lmd-2451 monitor. After this, an image was obtained. The customer was also instructed to confirm that sdi 1 was selected on the oev-262h monitor (port a selection), and an image was obtained. All monitors are currently working with the cv-190 video outputs. The customer will now work with provation to resolve the network issues. The device will not be returned to olympus for evaluation.